Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with the header bag. No other accessories components were returned. Visual inspection revealed that the carrier tube assembly was found to be properly mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis at the tip of the sheath revealed that the anchor was present within the sheath. No other visual anomalies were noted. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through the monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor went to pull back on the angio-seal device after getting the 2nd click in the "set" step, and pulled out to "seal" there was nothing, no suture, no plug, no anchor. He then performed a doppler of the leg to make sure nothing went downstream arterially and found nothing. Fluro of the leg was also performed and nothing was found. They stated they believe there was no seal loaded into the sheath. Additional information was received on 08jul20. The procedure performed prior to the use of the angio-seal device was an angio. An 8fr procedural sheath was used. A pre-deployment angiogram was performed. The tactile feel was the same as previous angio-seal devices that the doctor had deployed. The doctor was concerned because he did not get any "tug" when withdrawing the sheath to expose the plug and lock down the anchor. The patient was reported to be in stable condition. Hemostasis was achieved by manual hold.